Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a case/condition ( moisture ingress ¿pump casing around display cracked with corrosion from water) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: during investigation, moisture was found in the display lens. The pump was unable to power on. A leak was found in the pump casing. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.